Event description:
It was reported that insulin gauge displayed amount different than expected, as patient saw lower displayed amount despite filling cartridge with more insulin than that. There was no reported impact to the customer. No additional information was provided.